Event description:
During lumbar spine procedure, the surgeon was using the synfix-lr system. He placed the cage and four locking screws. When the surgeon detached the aiming device from the cage, he noticed a piece was broken off and remained in the patient in the connecting part of the titanium plate of the cage.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested.